Event description:
In 2008, at 10:04 am, the lay-user/pt contacted life scan (lfs) alleging that the one touch ultrasmart meter is giving inaccurate high readings. This complaint is classified according to the documentation of the customer care advocate. On three days earlier in the morning, the pt obtained an alleged inaccurate blood glucose reading of "9.4 mmol/l" (169.2 mg/dl) before breakfast. The pt increased his diabetes medication (30 mg of diamicron) to 4 pills as opposed to his usual 2 pills. The pt indicated that he consulted with his doctor before he increased his diabetes medication regimen. The pt ate a medium size lunch at around noontime. At 5 pm before dinner, the pt obtained a blood glucose reading of "3.7 mmol/l" (66.6 mg/dl) on the lfs meter and was feeling confused and shaky. The pt drank some fruit juice and tested again at "6.1 mmol/l" (109 mg/dl) on the lfs meter. The pt was not tested on any other meter at the time of concern. He said that his medication regimen was changed approx 1 or 2 weeks ago. Before, he was taking a different kind of diamicron, 2 tablets twice a day. When he was switched to the new kind of diamicron, he was told to take 4 tablets once per day. During troubleshooting, the customer care advocate verified that the unit of measurement was correctly set to mmol/l, the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter reading was confirmed in the meter's memory. This complaint is being reported because the pt claimed that he developed symptoms of hypoglycemia after he increased his diabetes medication based on an alleged inaccurate high lfs meter reading . Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.